Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: examination of the returned sterling es balloon catheter revealed that there was dried blood and contrast in the inflation lumen and balloon. When positive pressure was applied with an inflation device, a stream of water emitted from a pinhole in the balloon located 17 mm from the proximal side of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous left anterior tibial artery (ata). A 2mm x 40mm x 144cm sterling es balloon catheter was advanced and inflated to 10 atms. During the second inflation to 14 atms a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.